Manufacturer narrative:
One narrow posterior hex driver was returned for inspection. The body of the driver shows signs of wear and unknown debris. The hex tip is confirmed to be fractured lengthwise. Product was functionally tested. The driver would not engage with a mating cover screw. The device therefore did not function as intended. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Information identified: instructions specific to an external hex tapered 4mm or larger diameter implant: if performing a two-stage surgical protocol, pick up the cover screw from the no-touch implant tray with the small hex driver (phd00n) and place it onto the implant. Thread a suture through the hole to prevent accidental swallowing. Tighten the cover screw to 10ncm. Complainant alleges the hex driver fractured during use. The complaint was confirmed during inspection. A root cause for this complaint could not be determined. The following sections were updated: date of this report. Date received by manufacturer. Follow-up number. Add follow up type. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿. Device manufacture date not available; no lot number provided. Add evaluation codes.

Manufacturer narrative:
Patient identifier not provided ((B)(6)), patient age and date of birth not provided, weight not provided.

Event description:
The doctor reported that when they were completing a procedure on (B)(6) 2017 to place a cover screw that the driver's hex (phd00n) tip fractured. Tooth location 26.